Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. The hcp reported that the patient had the ins removed because it wasn't providing any relief. No further complications were reported.